Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure after the device pocket was closed, the implantable cardiac monitor (icm) exhibited noise. When the pocket was massaged, noise was seen regardless of the programmed sensitivity. The physician elected to leave implanted the icm and to implant another icm, which remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.